Manufacturer narrative:
A solution to improve the c-arc brake for the extended rotation is contained in field change order (fco), (B) (4).

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation. Problem: this x-ray system's rotational brake only works when the extended rotation unit is pulled to the upper limit. When the extended rotation unit is in any other position, the brake does not hold the arm's position.